Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same mode of failure for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station¿s drawer 3.1 failed. The field service engineer inspected and found no issues with drawer on mpar. However, the fse powered down the station, reseated the row board connection on the drawer controller board, and restarted the system to resolve the problem. The system function as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.